Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an interrogation noted possible oversensing following biventricular paced beats and a failed atrial lead position check. The right ventricular (rv) lead and atrial leads remain in use. No patient complications have been reported as a result of this event.